Event description:
The account generated a falsely depressed tdxflx methotrexate result of 0.45 (no units of measurement given) on a 24 hour post dose specimen, which was reported outside of the laboratory. Through troubleshooting, the specimen was processed again with a tdxflx methotrexate result of 0.84, 3.64, 3.89 (no units of measurement given). A corrected report of 3.89 was submitted to the physician. No treatment was given based on the tdxflx methotrexate depressed result of 0.45 (no units of measurement given). The laboratory provided ranges are 24 hours post dose = 5 - 10 (no units of measurement given), 48 hours post dose = 0.5 -1 (no units of measurement given), 72 hours post dose = <0.2 (no units of measurement given). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Low test results ; (B)(4) no consequences or impact to patient ; (B)(4). The evaluation is in process. A followup MDR will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative replaced the tdxflx probe and boom assembly to resolve the issue. A labeling review found the tdxflx system operation manual contains adequate information for resolving discrepant result issues. The labeling review also found the methotrexate ii package insert contains adequate information. A historical/quality data review of 12 months of complaint documentation did not find any similar complaints for tdxflx methotrexate discrepant results. A review of the tdxflx serial no (B)(4) service history found no additional discrepant result complaints have been documented for tdxflx serial number (B)(4), since the fsr replaced the probe and boom assembly. The service history review found no trend of issues with tdxflx serial no (B)(4). (B)(4). Based on the available information and this evaluation, no deficiency was identified for the tdxflx analyzer list number 04a24-96, the tdxflx probe list no 09967-02, or the tdxflx boom assembly part no 3-45002-01 for the issue under evaluation.